Manufacturer narrative:
Note: MFR report # 3004939290-2016-00135 follow up 1 was originally submitted on 05/25/2016; however, acknowledgements number 2 and 3 were not received, therefore, this report is being re-submitted on 05/26/2016.

Event description:
The following additional information was reported: temporary hemostasis was confirmed and adequate tension was held when the balloon was at the arteriotomy. The balloon was prepped in a normal fashion as directed by the mynx instructions. Contrast/imaging was not used to confirm balloon placement.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record (f1517502) indicated that there were no non-conformances related to this event and the mynx device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be determined; however incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed. Note: MFR report # 3004939290-2016-00135 was originally submitted on 05/05/2016; however, acknowledgements number 2 and 3 were not received. This report is being re-submitted on 05/9/2016.

Event description:
It was reported that the balloon of the mynxgrip device pulled through the arteriotomy during the deployment. Subsequently, it was noted that the mynx sealant which is intended for extravascular closure had been deployed inside the artery. The device wa being used with a 6f procedural sheath following a femoral left heart catheterization (diagnostic) procedure. Temporary hemostasis was confirmed during the deployment. There were no previous closure devices used. There were no multiple stick punctures. Manual pressure was applied for less than 30 minutes to achieve hemostasis. It was later discovered that the sealant was deployed in the artery. The mynx sealant was surgically removed. The patient was doing fine at the time of the report and hospitalization was not prolonged as a result of the event. Re-training of the deployer by a company representative is in progress.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by cardinal health; however, the advancer tube and sealant were not returned. The shuttle cartridge was engaged to the black handle upon receipt. Visual inspection of the returned device revealed that there was no saline in the balloon. The balloon's distal tip was inverted, which indicated that excessive tension was applied during pullback. The balloon was fully inflated with water after vacuum was drawn from it and pressure was maintained. The inflation indicator performed per specification. No leaks were observed. The inflated balloon diameter was also verified and was noted to be within specification. The review of the lot history record (f1517502) indicated that there were no non-conformances related to this event and the mynx device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the reported pull through and sealant misdeployment could have been due to incorrect prep of the balloon and excessive tension being applied on the catheter during the deployment. The mynx instructions for use (IFU), instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to pull through the arteriotomy and consequently result in a sealant misdeployment. There is no evidence to suggest that the mynx vascular closure device did not meet specification or perform as intended per the IFU. Note: MFR report # 3004939290-2016-00135 follow up # 2 was originally submitted on 07/01/2016; however, acknowledgements number 2 and 3 were not received. This report is being re-submitted on 07/07/2016.